Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of a tcmid: 05 (coolant diff failure) was observed during functional testing and during review of the event log. The probable root cause was due to the damaged lm 34 temperature sensor likely due to wear and tear. The console is a reusable device and was manufactured on 22 august 2012. It has exceeded its expected serviceable life of five years and is over 7 years old. Upon visual inspection no physical damage was observed. A review of the event log was performed and found tcmid: 05 error to have occurred on the reported event date. Evaluation of the console revealed tcmid: 05 error message upon power up. The cause of the error message was due to a damaged lm 34 temperature sensor. After replacing the lm 34 temperature sensor, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) displayed tcm ID:05 (coolant diff failure) on the display panel screen. The user used another console to continue and complete the ivtm therapy. No patient consequence was reported.